Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an eval was performed. A review of the downloaded error logs confirmed that a single occurrence of system fault 74 was triggered in the device. The system testing performed by the technical services staff could not reproduce the fault. The eval showed that the device failed to complete its internal self-test. This failure was due to a defective pneumatic block. The pneumatic block was replaced to resolve this issue. The device was cleaned, serviced, and calibrated before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).